Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while loading a new cartridge onto the pump. The cartridge was removed and reattached. The alarm was resolved. Insulin delivery was resumed. Blood glucose was approximately 300 mg/dl.